Event description:
Boston scientific received information that this pacemaker experienced premature battery depletion. This device was explanted and a new pacemaker was implanted. No additional adverse patient effects were reported.

Event description:
Additional information obtained from the field representative indicated that this pacemaker was at end of life (eol) that is earlier than expected due to an rv lead dislodgment which required the device to provide a higher voltage output. This product will not be returned as the facility had disposed this device. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.